Event description:
Customer reported intermittent events of a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level during these events. Technical support confirmed the occurrence of cartridge alarm 34 and arranged to replace the pump, which was still under warranty. Customer was advised to put the pump into storage mode and return it, understood instructions for programming and connecting the replacement pump, and acknowledged receipt of a new pump with updated software.